Event description:
It was reported that the patient presented for a follow-up in clinic. Loss of capture was noted on the left ventricular (lv) lead. The patient was asymptomatic. The lv lead was capped and a new lv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.